Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that they experienced an issue with some loops. One of them exploded inside a patient during a procedure. Fortunately, the patient did not suffer any harm. This occurred at the beginning of the medical procedure. The second loop exploded outside the patient when they tested the resectoscope again with another loop. As a result, the medical procedure was not carried out. The medical procedure has been postponed to another day. Due to the postponing to another day the case is reportable.

Manufacturer narrative:
The affected devices were returned on january 9, 2026. The initial investigation has shown that the optics are required for further investigation, as they serve as a rail for the electrode in the 15 ch. Resectoscopes. As soon as the hopkins optics have been sent in, a detailed investigation will be carried out. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the cutting loop is partial broken off. The electrode is bent in several spots. All devices have been returned for investigation. Except the two returned electrodes, the devices show the usual use marks - beside that they are fully functional. Both electrodes are bent - indication for rough handling during use. Taking this into account, it is most likely, that the working electrode got bent towards the neutral electrode to a degree, that a shortcut has been created, resulting in the described "explosion". The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Additional concomitant medical products added in section d10 26120aa - hopkins telescope 0°, 2.9 mm, 30 cm, sn: (B)(6). The event is filed under internal karl storz complaint ID: (B)(4).